Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was in clinic and stated that they felt ¿pinching¿ at the driveline where it inserts to the system controller. The patient stated they only felt it when the controller was near their skin and not through clothing, and that it's almost like ¿shocks¿. The patient had a car accident on (B)(6) 2023 in which they were t boned. They did not remember anything specific happening to their driveline or controller but started feeling the pinching since then. Log file review was requested, and the event log file captured multiple pulsatility index (pi) events that occurred on (B)(6) 2024 from 3:59:50 to (B)(6) 2024 9:11:37. It was additionally communicated on (B)(6) 2024 that there was no damage to the driveline portion, modular cable or system controller connection, and that the pump and controller were working as expected. No products were exchanged. No troubleshooting was performed, and the pinching resolved. Associated product MFR# controller 2916596-2024-01032. Associated product MFR# mod cable 2916596-2024-01033.

Manufacturer narrative:
Section d1: brand name has been corrected. Section d4: UDI has been corrected. Section d4: catalog number has been corrected. Manufacturer's investigation conclusion: no device-related issues heartmate 3 left ventricular assist system (lvas), with serial number (B)(6), were reported or identified through this evaluation. The controller event log file contained events from (B)(6) 2024. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The left ventricular assist device (lvad) event log file contained events from (B)(6) 2024. No notable events were captured, and the pump appeared to function as intended throughout the duration of the file. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) and heartmate 3 lvas patient handbook are currently available. Several sections of the IFU and patient handbook instruct the user on how to properly maintain their equipment in such ways that would avoid the user feeling an electrical shock. The heartmate 3 patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.